Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of the retention sample. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the sheath was successfully activated without any difficulty and no bending of cannula was encountered during simulation. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. All samples passed.

Event description:
The user facility reported that after immunization, the nurse was doing the safety mechanism and stuck herself. The needle was bent. Additional information was received june 28, 2019: the nurse had activated the safety, and when she picked up the needle to dispose she was stuck. She then noted the needle had not been activated and was bent. The needle was not bent prior to activation. The patient received immunization as intended and was not affected. The nurse was sent for blood work and was cleared to return to work. The patient being treated was negative for infectious disease.